Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mmx20mmx144cm coyote(tm) es balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 1.5x20 coyote(tm) es balloon catheter. No patient complications were reported and the patient's status was good.